Manufacturer narrative:
Logs showed the pump was delivering hydromorphone 600.0 mcg/ml at 3.68 mcg/day and bupivacaine 30.0 mg/ml at 0.184 mg/day. The pump was returned, and analysis found high resistance in the battery. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned with no initial allegation against the device or therapy. The indications for use were non-malignant pain and spinal stenosis. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.